Event description:
The dentist reports that after wearing nitrile gloves he developed a rash on the backs of his hands as well as his index finger and thumb. The dentist decided to go to a dermatologist and was prescribed clobetasol propionate cream 0.05%. The dentist's hands are getting better.